Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. Customer administered a manual injection to address high bg. The customer reverted to an alternate method of insulin therapy.